Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on (B)(6) 2018, ventralex st on (B)(6) 2021 and ventralight st on (B)(6)2021. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient underwent surgery for the removal of ventrio st on or about (B)(6) 2021 and ventralex st on or about (B)(6) 2021. It is also alleged that the patient underwent additional surgery for ventralight st on or about (B)(6) 2021. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #3). Additional emdrs were submitted to represent the bard/davol ventrio st (device #1) and the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.